Event description:
Customer reportedly tested 173mg/dl on the advantage system while unconscious. Paramedics were called and tested customer at 42mg/dl on their device approximately 20 minutes later. Customer was given a glucose IV and transported to the hospital. No information provided for treatment or results while in the hospital. Requested return of suspect system and replacement was sent.